Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the valve guide tube would not activate. The technician replaced the head up valve guide tube to repair the bed.